Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/12/2019. International UDI #(B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Report date: 16apr2019. Manufacture date: 01mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit's touchscreen could not be calibrated and could not enter diagnostic mode. The fse replaced the touchscreen and power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.